Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 453 mg/dl, 166 mg/dl and 131 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.